Event description:
It was reported that a patient died in the hospital coincident with peritoneal dialysis therapy. The cause of death was not reported. The patient was hospitalized prior to death, for an unspecified reason. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was not performed as records revealed that the device had not been serviced in more than one year. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested and was determined to meet functional performance specification requirements. The power on self-test was successfully performed. A short simulated therapy was successfully performed. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of patient's death was not reported. Should additional relevant information become available, a supplemental report will be submitted.